Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, while attempting to fixate the mes to the bony prominence, the first device with the reload did not penetrate the bone as desired. The second device with second reload was used but the surgeon was not satisfied with the fixation to the bone and surgeon was aware of some bleeding at the site on the second application. Surgeon used a third device which is different now the initial devices that was used, it was applied to the same surgical site and the surgeon was satisfied with the fixation achieved. The feedback was that the first two instrument were not articulated during the first two applications. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. 2 fully fired 5r device loading unit (dlus) were received. The first dlu had proper timing and no scratches on the inner tube. The second device loading unit (dlu) had disrupted timing and scratches on the inner tube. The articulation knob functioned properly and the handle could be actuated with no device loading unit (dlu). There was no issue found with loading a test unit onto the instrument. The instrument fired properly in both the straight and articulated position. The tacks seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, while attempting to fixate the mes to the bony prominence, the first device with the reload did not penetrate the bone as desired. The second device with second reload was used but the surgeon was not satisfied with the fixation to the bone and surgeon was aware of some bleeding at the site on the second application. Surgeon used a third device which is different now the initial devices that was used, it was applied to the same surgical site and the surgeon was satisfied with the fixation achieved. The procedure was completed using the third instrument. The feedback was that the first two instrument were not articulated during the first two applications. There was no patient injury.